Event description:
On 09/13/1999, the MFR received a letter from the pt's daughter that states the following: my mother was given an implantable device system (brand name catalog/lot number not specified) in (1999)to facilitate chemotherapy for colon cancer. The procedure was done by a surgeon at a facility. As a pharmacist, I am aware that there are sometimes complications with such devices. My mother's device resulted in multiple blood clots surrounding the area, and after a week in the hospital, she is now on coumadin to prevent recurrence. The original occlusion was so severe that tpa was used after urokinase didn't touch it. The device is now being used to administer chemotherapy, but blood cannot be withdrawn from it. There is some thought that it is a mechanical obstruction. My mother continues to complain of pain in the arm adjacent to this device, and there is a continual debate as to whether to remove it. Certainly, the fluorouracil and leucovorin could be given through a peripheral vein to avoid further problems with the device. I would appreciate any clinical info that you could provide to me. I can read it intelligently as a clinical pharmacist, and it would help me assist my mother in making an informed decision. No further details were provided at this time.